Event description:
Info rec'd indicates the head of bed is not lowering.

Manufacturer narrative:
The technician determined that the control box was defective. He replaced the control box to repair the bed.